Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: brazil. According to the customer complaint: "the customer informed that the sealing of the product is not adequate and after surgery the sealing made by the product opened and caused bleeding in the patient."

Manufacturer narrative:
The instrument arrived contaminated, without any visible damage. Test and analysis equipment used: -aesculap rf- generator "gn 200", serial no. (B)(4), -microscope "keyence- vhx 5000," -digital-camera "panasonic dmc tz8," -fluke trms- multimeter, td no. (B)(4), -measuring module box with power supply. Visible inspection of the jaws was completed. Except for the soiling, there were no abnormities (such as burned or charred peek) present. Mechanical function was tested. The clamping and the cutting function worked well. The instrument was connected to an rf- generator "gn 200", serial no. (B)(4) to test the electrical function: test step: activation with open jaw, generator announcement: "regrasp open," result: o.k. Activation with wet tissue, "regrasp open," false. Activation with closed jaw, "regrasp open," o.k. Activation with tin-foil in jaw, "regrasp open," false. The resistance function of the system was tested. In order to complete this testing, the jaws were cleaned with hydrogen peroxide. The instrument was connected to the module box and the voltage drop over the instrument was measured. With the voltage drop and the known current, it is possible to calculate the real resistance on load operation. The resistance was found to be infinite. The upper limit of the complete instrument is 4.0 ohm. The determined value is out of the range of specification. The handle was opened to investigate the sliding contacts and the contact surface. Blood stains were found inside the handle and the contact surface of the distal and proximal contacts. The manufacturing documents have been reviewed and found to be according to specification valid during the time of production. The pressure in situ caused the blood to come through the shaft into the handle and on the sliding contacts. This leads to a deterioration of the conductivity leading to an increase in electrical resistance of the instrument. This leads to an incorrect resistance value on the rf-generator and causes poor sealing performance. (B)(4).